Event description:
During an implant procedure, the physician had difficulty placing the lead. The physician decided to explant the lead. It was discovered that the lead had sheared in the pt prior to explant.